Event description:
It was reported that this system was explanted due to impedance issues and high pacing thresholds. A new system was successfully implanted. The system was retain by the hospital. No additional adverse patient effects were reported.